Event description:
It was reported that during surgery the tip broke. All pieces accounted for. No delay or injury reported. A smith&nephew back up device was available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A small section of the device fractured off and was returned. The device had numerous nicks and gouges on the surface and around the fracture site. The device exhibits signs of extensive wear/ usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.